Event description:
It was reported that during a ptca/stenting treatment procedure, the maverick2 monorail 20/2.0 mm balloon ruptured at 10 atms on the initial inflation. The pt was asymptomatic during this event. The lesion being treated was a calcified, 100% stenotic lesion in the mid right coronary artery. The physician used a zeon introducer sheath for vascular access and a bmw 0.014" guidewire and a mach1 guide catheter to cross the lesion. The maverick2 monorail 20/2.0 mm balloon was being used to predilate the lesion for placement of a cypher stent. The maverick2 monorail 20/2.0 mm balloon was removed and the procedure was successfully completed with placement of the cypher stent. No pt injuries or complications were reported. Pt status is reported as 'fine'.